Manufacturer narrative:
(B)(4). Date sent: 7/16/2021. D4: batch # u5eh88. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: how was the vena cava damaged? Staples deployed but didn¿t close can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Yes confirmed were the tips of device visible during firing? Yes. Were any clips used near the area where device was fired? No. Was the vessel skeletonized prior to firing? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No. What is the current patient status? Alive and well at home.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: did they clamp the hepatic vein on both sides before using the stapler? Vein clamped for 1 min by clock before stapler fired. Patient¿s current status, is the patient now in the ICU? Patient in ICU but progressing how was the staple line failure managed? E.g. Oversew, another device? Cava managed with clamping and suture closure. Any expected long-term consequence to patient? Anticipate patient recovery. Any images/video available? No video or images patient¿s co-morbidities/medications if known ? Can't give patient details due to confidentiality. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the vena cava damaged? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Were the tips of device visible during firing? Were any clips used near the area where device was fired? Was the vessel skeletonized prior to firing? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a major staple line failure from an echelon vascular load today on the right hepatic vein. Patient ok but required 10 unit transfusion.